Event description:
The plaintiff alleges that while working in environmental services the plaintiff wore and was continuously exposed to antigenic natural proteins in latex gloves. The plaintiff alleges that in 1999 the plaintiff was diagnosed as being allergic to latex. The plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. The plaintiff further alleges that plaintiff is subject to an increased risk of anaphylactic reactions to latex products. Furthermore, the plaintiff has suffered substantial injury, pain and suffering, as well as economic loss. Finally, the plaintiff's spouse alleges that plaintiff's spouse has suffered the loss of support, services and companionship of spouse.